Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported since patient had the implant patient had several problems with the implant, they have problems with recharging the implant and keeping the ins in place so they placed the ins in a pacemaker bag and stitched it to patient's back permanently that worked for awhile but not for long. Caller stated patient had two additional surgery to get the ins to work and patient gave up. Caller stated ins haven't worked for several years. Caller stated patient back has been bothering him. Patient have an apt monday (B)(6) 2021. Caller stated patient wants to either get the ins remove or get the ins working to help with his back. The caller was redirected to their healthcare provider to further address the issue.